Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), dermatitis allergic ("rash/skin condition") and migraine ("migraine/headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, removal of fallopian tubes via bilaterallaparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, weight increased, dermatitis allergic, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Events: ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain, anxiety and migraines". Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received. Following events¿ abnormal bleeding (vaginal, menorrhagia) and vaginal infection¿. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, weight increased, dyspareunia, abdominal pain, pelvic pain, back pain, dysmenorrhoea, hypersensitivity, dermatitis allergic, vaginal infection, headache, migraine and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, genital bleeding, dysmenorrhea(cramping), dyspareunia, back pain, hypersensitivity, allergy rash, fallopian tubes perforation, vaginal infection, headaches, migraine, hormonal changes, weight gain. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.